Event description:
It was reported that the customer received a motor error alarm during basal delivery. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was exposed to a magnetic resonance imaging machine. Explained to customer to not expose the insulin pump to that type of environment. The customer's insulin pump passed the displacement test. The customer was able to complete the rewind sequence. The insulin pump passed the self-test as well. Advised customer to do a complete set change and to monitor the insulin pump. Advised customer to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and occlusion test. Unable to prime during prime force sensor system test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. No motor error alarm noted. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.